Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, at the very beginning the cardiosave intra-aortic balloon pump (iabp) unit catheter is restricted when it is turned on, and restarting is invalid. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit reported an automatic inflation failure. The catheter was restricted. The fse replaced the safety disk which eliminated the fault. All functional parameters were tested to be normal. The iabp was returned to the customer for clinical use.